Event description:
Same event as MFR #: 3005188751-2012-00262. It was reported during a left sided ablation procedure, an air embolism occurred. The physician placed two fast-cath swartz introducers into the left atrium and then noticed st elevation on the EKG. The procedure was completed without further consequences to the patient. The current status of the patient is listed as stable. Additional information was requested but not available.

Manufacturer narrative:
The device has not been returned for analysis at this time. Upon receipt of the device and completion of a failure investigation, a supplemental medwatch report will be filed.